Manufacturer narrative:
Other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the patient had multiple catheter migrations to the site of anchor. No symptoms reported.